Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a ranger balloon catheter with an unknown 0.014 guidewire inside the device and an unknown sheath. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Part of the balloon can be seen protruding from the distal end of the sheath, so it was removed. Visual examination revealed multiple stretches to the shaft at the distal end. The shaft is kinked 63cm and 63.7cm from the hub. The inflation lumen is separated 159cm from the hub. The guidewire lumen is separated 137.5cm from the hub. Microscopic examination revealed no additional damages. The balloon is pulled over the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the froze on wire.

Event description:
It was reported that there was removal difficulty, and the balloon detached from the shaft, requiring the use of an additional device. The 70-90% stenosed target lesion was located in severely calcified and severely tortuous distal superficial femoral artery (sfa). The index procedure was performed to treat clinical limb ischemia. After atherectomy with a jetstream 2.4mm xc atherectomy catheter, a non-boston scientific (bsc) filter was removed with a retrieval device. A non-bsc device was used to exchange one non-bsc wire with another non-bsc 0.014 wire. The physician then used a 4mm x 200mm, 150cm ranger balloon catheter. The balloon was inflated to 14 atmospheres for 3 minutes. After deflation, the surgeon was walking the used ranger out; however, the balloon could not be walked out. It seemed to be stuck at the 7 french crossover sheath. It was attempted to use an artery forceps to pull the ranger out from the sheath, however, only the shaft came out. The balloon was detached from the shaft. The non-bsc wire was pulled out and subsequently the sheath. When the sheath was removed, the ballon was stuck in the distal part of the sheath. The original plan was to drug the mid to proximal sfa with another 6mm ranger device; however, given the circumstances, the access of the wire was lost and the case was ended. There was no discussion that it would be resumed at a future date. There were no patient complications reported.

Event description:
It was reported that there was removal difficulty, and the balloon detached from the shaft, requiring the use of an additional device. The 70-90% stenosed target lesion was located in severely calcified and severely tortuous distal superficial femoral artery (sfa). The index procedure was performed to treat clinical limb ischemia. After atherectomy with a jetstream 2.4mm xc atherectomy catheter, a non-boston scientific (bsc) filter was removed with a retrieval device. A non-bsc device was used to exchange one non-bsc wire with another non-bsc 0.014 wire. The physician then used a 4mm x 200mm, 150cm ranger balloon catheter. The balloon was inflated to 14 atmospheres for 3 minutes. After deflation, the surgeon was walking the used ranger out; however, the balloon could not be walked out. It seemed to be stuck at the 7 french crossover sheath. It was attempted to use an artery forceps to pull the ranger out from the sheath, however, only the shaft came out. The balloon was detached from the shaft. The non-bsc wire was pulled out and subsequently the sheath. When the sheath was removed, the ballon was stuck in the distal part of the sheath. The original plan was to drug the mid to proximal sfa with another 6mm ranger device; however, given the circumstances, the access of the wire was lost and the case was ended. There was no discussion that it would be resumed at a future date. There were no patient complications reported.